Event description:
Event description guidant received information that, approximately 30 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted due to the device declaring elective replacement indicator (eri). It was also reported that, during the explant procedure, the patient's right atrial pace/sense lead was surgically abandoned due to the patient demonstrating atrial fibrillation.